Event description:
Device 2 of 2: reference MFR. Report: 1627487-2017-05702.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-05702. It was reported the patient received inadequate stimulation coverage from the scs system. As such, the patient underwent surgical intervention wherein the physician was going to attempt to move the current lead but instead removed the lead. The patient only has one lead implanted. Please note; it is unknown which of the patient's leads were removed. Therefore both are being reported as explanted.